Manufacturer narrative:
The hill-rom technician found the bed exit tape sensor strip inoperative. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the bed exit tape sensor strip to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit light would turn on but would not alarm. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).